Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "high pressure" alarm. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "high pressure" alarm; the customer was requesting assistance with review. It was noted that the data acquisition (da) board, da to flow sensor cable, and motor control (mc) board were needed for the repair.

Manufacturer narrative:
A service engineer (se) was dispatched, and reported that a performance verification was performed, and no malfunction was observed. The se reported that it was not possible to reproduce the alleged malfunction. It was noted that the system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.